Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the cine drive was not working on the 9900 system. No pt injury was reported.